Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a transfer set; further described as "the light blue part of the transfer set twisted apart and the dark blue piece stayed". This issue occurred during a disconnection, after a fill was performed on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/13/2021.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. The insert chip was not returned with the sample to verify if solvent was present; however, evidence was present on the female connector indicating the insert chip was present during assembly. There was no presence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.